Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. Troubleshooting conducted by fse identified that there was leakage of oil on removing the deaerating pipe as the connection between the tube cooling unit and deaerating pipe was loose. The fse reconnected the deaerating pipe and ensured that the connection was secured, following which the cooling unit was refilled with cooling oil to the normal liquid level and air was removed from it. After this repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device was unable to perform exposure. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.